Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent a gynecological procedure to treat stress urinary incontinence, enterocele, rectocele, vaginal apical prolapse and a mesh was implanted.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2011 the patient underwent an exploratory laparotomy with opening of the bladder and removal of eroded mesh from the vagina and the bladder due to eroded mesh in the bladder and vagina, pelvic pain and recurrent urine infections. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal stenosis, pressure on pelvic floor, and vaginal discharge. It was reported that patient underwent mesh removal on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). Concurrent procedure: cystoscopy. It was reported that the patient underwent removal of exposed vaginal mesh on (B)(6) 2010 along with closure of the vaginal wall defect using vaginal mucosal flap advancement technique.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04367. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency and hematuria and mixed incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency, genital sores and vaginal discharge.

Manufacturer narrative:
It was reported that patient underwent revision of mesh on (B)(6) 2017.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.